Manufacturer narrative:
The customer did not supply patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. The cause of this incident is attributed to use error. The customer did not follow the access 2 instructions for use, p/n b14255e, section 3-6 which provides instructions on how to properly load a reagent pack onto the analyzer.

Event description:
The customer contacted bec (beckman coulter) customer technical specialist (cts) to report obtaining out of specification troponin I (access accutni+3) for 3 levels of qc (quality control) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer also related while troubleshooting the qc recovery issues, it was determined that an incorrect bnp (brain natriuretic peptide) reagent pack was loaded onto the analyzer instead of the access accutni reagent pack. Cts assisted the customer with correcting the issues in the reagent inventory followed by qc verification and patients' results review. The customer reported that three patients' samples were analyzed from the mis-loaded reagent pack resulting in the generation and reporting of high and/or critical access accutni +3 results outside the laboratory. Upon repeat and post inventory correction, the samples recovered lower. Customer reported one patient was admitted to the ICU (intensive care unit); however, the customer was unaware if the initial falsely elevated access accutni+3 result was the cause. No further change to or impact to patient treatment was reported. This MDR will cover the ICU admission reported for one patient in this event. There was no report of adverse event or change to patients' treatment for the other 2 patients. No qc, system indicators, system error flags, or sample processing data was provided by the customer. Verbal account of qc failing and patients data was only supplied.